Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy, capsular contracture baker grade iii-IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture baker grade iii-IV, seroma-late and rupture.

Event description:
Healthcare professional reported for right side "capsular contracture, baker grade iii-IV", "radial folds", "in both axillary regions the presence of adenomegaly with an inflammatory appearance", "increased fluid in the peri-implant space of the right breast", "increasing pain, edema in the right breast, according to the patient up to the clavicle", "signs of implant wear", bilateral inflammatory ganglia, so the clinical suspicion of rupture is very likely". The device remains implanted. The patient was treated with antibiotic, anti-inflammatory, diuretic, muscle relaxant.